Event description:
I received a call from the patient and confirmed that his device got infected and was explanted. Kllapj2 (B)(6) 2021." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).